Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received unexpected restart alarm and they were unable to clear the alarm with act and esc button. The customer also reported that the bolus amount kept scrolling on the screen. The customer's blood glucose was 130 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed self-test and unexpected restart error alarm test. No unexpected restart alarm noted. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The numbers does not ramp up on its own or scroll bar moving with no input.